Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen stuck on blue screen. A field service engineer performed a complete reimage on the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application froze and displayed a blue screen with the error: something did not go as planned. Going back to the previous version. The customer mentioned that the station began an update yesterday, but the update failed to complete. After attempted a reboot, the station becomes stuck on the same blue screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.